Event description:
It was reported that during the extraction of a third molar, the drill was overheating. The procedure was completed with the same device without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Worn components were discovered throughout the device, including spindle housing, bearings, bearing stop and nose cone, which is a probable cause of overheating.